Event description:
On september 14, 2006, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was prompting the error 5 message. The medical affairs specialist spoke with the patient on a week later to obtain/verify the following information: the pt said he is a "brittle diabetic". He takes 22 units of lantus insulin each night and novolog insulin by sliding scale at 6:00 am, 11:00 am to 12:00 pm, and a suppertime if his blood glucose level is greater than 150 mg/dl. He also takes a "cholesterol pill" and plavix. On event day, the pt obtained an am result of 92 mg/dl on the reported meter. He did not take novolog insulin and ate breakfast. He obtained a result of 87 mg/dl at lunchtime and did not take novolog insulin. In the evening, he attempted to test with the reported meter and obtained the error 5 message. He said it looked like the blood sample did not completely fill the sample chamber. He did not take novolog insulin at suppertime. He said he did not remember how long afterward he experienced symptoms of sweating and shaking followed by diarrhea and nausea; however, he did not contact emergency services. He ate a fudgicle and sherbet. A friend brought other one touch ultra test strips. The patient said he obtained a result of 61 mg/dl using one of the friend's test strips. The customer care advocate (cca) walked the patient through retesting with the patient's meter and test strips. The error 5 issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a reading on the lfs product prior to experiencing symptoms that suggested hypoglycemia. The patient treated himself with food. After eating, he obtained a hypoglycemic reading using other test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.